Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was returning a call to the call center. The patient reported their implantable neurostimulator (ins) has been broken and they have been "pissing and crapping" all over. The patient's healthcare provider (hcp) won't help them anymore. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. -

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had pain, sever numbness in their hands and feet, and headaches. It was noted that they didn't know if these symptoms had anything to do with the device. They had pre-existing problems with their back, including two herniated discs and a bulging disc, but they didn't think that was related to the problem in their hands and feet. It was noted that they had a car accident on (B)(6) 2016 which could be related to the issue. They were going to follow-up with a healthcare professional (hcp) to discuss the symptoms. On (B)(6) 2017, it was reported that they started getting really bad headaches, tingling down their arms and legs, and numbness in their hands. They couldn't tell if their hands were cold until it was too late and they would put them under warm water. They felt like they were on fire and was in pain because they got frostbite. They also stated that they were in pain in their lower back and legs. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they had tingling, numbness and pain going down their arms and legs to where they have lost feeling in their toes and fingers. They also reported it was very uncomfortable to sit, it was very painful and they couldn't even make love to their man because the pain was unbearable. They stated that wearing diapers were no fun and that they were going to have to catharize for the rest of their life. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had their surgeon lined up to have the devices removed but the surgery was cancelled. The patient stated that they were back in diapers and using catheters. The patient stated that their arms and legs would go numb and hurt. The patient noted that they couldn¿t feel their fingers to tell if they were hot or cold. The patient stated that they had a permanent loss of control of their bowels and bladder. The patient was back in diapers and using catheters. The patient noted that they had an emergency surgery already scheduled but their surgeon cancelled it. The patient reported that they hurt, felt numb, were miserable, were a type 2 diabetic, and had permanent pelvic floor dysfunction. Additional information was received from the patient on 2017-apr-13. The patient reported that they were experiencing shocking, tingling, headaches, numbness in both hands, and pain running down both arms and into the hands. The patient did not know what circumstances led to the pain, numbness, and headaches. The patient noted that they first started getting headaches, then were not able to hold their urine, then had numbness, and now at the time of report they couldn¿t control their bowel movements. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.